Manufacturer narrative:
Follow-up #1: date of submission 03-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2019 with the following findings: during investigation, there was multiple occlusion alarms observed in the alarm history on 4/8/19 and 4/9/19. No data in black box from time of occlusions due to continued use. The daily insulin delivery totals correctly reflected user's programmed basal rates. The pump history showed pump was delivering programmed basal rate until deliveries were halted by user at 5:10pm on 4/21/19..3) rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. No occlusions occurred during testing. The pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 421 mg/dl with polyuria and polydipsia associated with an alleged occlusion issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the patient experienced multiple occlusions unresolved alarms. It was also reported the basal rates were adjusted and the bolus settings were adjusted. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged occlusion issue.